Manufacturer narrative:
A partial lead with the lead tip measuring 49.4cm was returned for analysis. External insulation abrasion was noted at 8.8-8.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 43.6-43.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 11.2-13.8cm, 16.4-16.8cm and 30.9-31.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in operating room for device change out due to normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead was explanted and replaced.